Event description:
A malfunction alarm was reported, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The caller chose to resume insulin delivery independently and successfully restarted the continuous glucose monitoring session with assistance.